Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with atrial noise episodes. Test shock was performed successfully. Multiple episodes of ams were also observed. Attempt to reproduce the noise with arm movement was unsuccessful. Programming changes were made.